Event description:
It was reported that a patient death occurred on (B)(6) 2013. It was stated that the cause of death was lung cancer. There had been no concern with the patient's therapy. The drugs used in this system were dilaudid, bupivacaine, and clonidine. The pump was returned and underwent routine analysis.

Manufacturer narrative:
Product ID 8782 lot# 20697782, product type catheter .(B)(4). Analysis of the pump revealed fluid path reservoir access issues due to residue. The catheter was incomplete; returned in segments. Analysis of the catheter revealed acceptable testing. No significant anomaly found.